Event description:
During device changeout, lead fracture was observed. No electrical anomalies were present. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.